Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife called in to report a low battery alert and failed battery test alarm after inserting a new battery. The customer's blood glucose level was unknown. The caller stated she would call back when the device was available for troubleshooting. Nothing was replaced or returned.